Event description:
The customer stated that elevated axsym bnp results were generated for a patient in 2007, and they did not match the clinical history of the patient. The result from the same month was 700 pg/ml which was not questioned by the physician. The result four months later, was 1,700 pg/ml which was questioned by the cardiologist. The same sample tested at 50 pg/ml using the architect i2000 bnp assay and negative using triage method. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.